Manufacturer narrative:
The ventilator was investigated by our field service tech (fst). The fst replaced pressure transducer, downloaded the ventilator logs, copied the screen dumps and the ventilator was returned to service. The returned pressure transducer was tested in a reference unit and it led to failure of the pressure transducer test during pre-use check. Eval of the downloaded logs confirmed the reported alarms. The logs also show that the ventilator failed the pressure transducer test several times during pre-use checks due to an unacceptable pressure difference between the measured pressures by the inspiratory and expiratory pressure transducers. The screen dumps show the pressure rising and falling quickly without corresponding changes in the flow. This could indicate temporary loss of the contact with the expiratory pressure transducer. Our conclusion in the matter is that the reported problem was caused by an intermittent failure of the expiratory pressure transducer. The failure resulted in the ventilator not opening the expiratory valve and thus the experienced high pressures. The cause of the intermittent pressure transducer failure has not been determined. (B)(4).

Event description:
The ventilator alarmed for high airway pressure and positive end expiratory pressure (peep) while it was being tested on a test lung. (B)(4).